Event description:
It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after fully advancing the knot to the arterial surface, the suture trimmer was unable to cut the suture below the skin. A second proglide suture trimmer was used to cut the suture. The suture trimmer appeared to be "blunt" to the operator. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.